Event description:
On (B)(6) 2009, the pt's mother reported that yesterday she used 3 infusion set pigtails and a new tubing before she could get insulin to show through the pt's infusion set. She said the pt received a "blockage" on his infusion device (competitor product). She stated the same thing has happened the last 2 times she has tried to fill a new pigtail with insulin. She said she believes the blockage is a result of the pigtail tubing being kinked while in the packaging. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.